Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that prior to the patient's battery replacement, a representative ran an impedance check and it showed all electrodes were greater than 40,000 ohms. They ran an impedance check several more times which gave them different results each time. The representative then proceeded to turn the device on and checked the patient's current program. The patient had always required large amplitudes. They felt the paresthesia as usual and in all correct areas; they were running their program at 8 volts. The representative moved the electrode configuration to the middle of the lead and also tested the bottom of the lead and the patient felt paresthesia when both areas of the lead were tested; nothing abnormal was noted. The findings were discussed with the patient's healthcare provider prior to starting the battery replacement procedure. Impedances were tested again once the new ins was attached and implanted intra-op. They received the same out of range results on both leads. After the procedure, they turned the device on and tested the leads once again. The patient felt the paresthesia comfortably where they needed it. The representative was going to see the patient at a post-op appointment on (B)(6) 2021 to check the device again additional information was received from the patient. It was reported that the patient said about 4 years ago the therapy stopped working for them so they stopped using it. Agent asked caller to clarify what was not working before and caller stated that they had a fall and they determined that the leads moved and were "wonky" and not working. Caller stated the stim stopped helping with the back side hips and bottom. Caller stated since then they had the implant replace and met with the rep who got them set up with the "silent therapy" and are using this and it seems to be working. Caller stated that they discussed replacing the leads but determined they were only going to change the implant. Additional information was received from the manufacturer representative (rep). This problem was documented and reported on (B)(6) 2021 at the battery replacement surgery. The hcp was at the replacement surgery and was aware on (B)(6)2021. The rep and hcp tested the patient in recovery and the patient was able to feel parasthesia despite what the impedance check showed. The rep have seen this patient almost monthly to monitor her progress. She was seen on (B)(6)2021 for her post op visit. She was using her former programs which were all ld. Patient felt the parasthesia. She then was seen on (B)(6)2022 for reprogramming to see if they could get more back coverage. Remained on ld programs. No change in impedances. Programmed around out of range electrodes. Next visit with patient was on (B)(6)2022 at hcp. The rep planned on changing patient from ld settings to something else but she did not charge her battery so they were unable to reprogram or check impedances on this visit. The next visit was on (B)(6)2022 with the patient where the rep changed her programming from ld settings to hd settings (b)(40 rate and programmed over 9/10 disc space. Patient contacted on (B)(6) 2022 letting me know that she was cancelling her next appt with the hcp because the hd programs were working so well and she was getting great pain relief. She then contacted me on (B)(6)2022 requesting a time to meet because the hd programs have increased her recharge interval. The rep and patient plan on meeting on (B)(6)2022 to discuss activating cycling to help with recharge. States she hasn¿t really had this much pain relief until now with the hd programs.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2016 : product type lead product ID 977a260 serial (B)(6) implanted: on (b)6) 2016 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 22-jul-2020, (B)(4) ; product ID: 977a260, serial (B)(6) , ubd: 22-jul-2020, (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.